Manufacturer narrative:
Event date: it was reported that the event occurred "between (B)(6) 2017 and now". The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the safety mechanism would of a deltec® gripper plus® power p.a.c. Safety huber needle didn't "trip", and "some tubes broke" when using the hose clamp. The patient needed to be stuck a second time. No injury was reported.